Event description:
It was reported that the device was explanted due to noise observed in the egms. Lead setscrew issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The field experience of a setscrew anomaly was verified in the laboratory. The set screw cavity was found filled with septum material, preventing proper insertion of the torque driver. The device's sensing was tested on the bench and found to be normal. Review of the egms showed two episodes of noise on the atrial channel, characteristic emi.